Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a trauma procedure, while ligating the vessel, the clip formation was completed. The device was then not able to be separated from the vessel. The instrument was removed from the tissue by using a new clip and ligating the vessel, then cutting at the specimen site. Additional tissue had to be resected in order to correct the device malfunction. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.